Manufacturer narrative:
Mfg date: 01/2015. Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Please note: there are two (2) cases for different product issues associated with the same patient and product. Therefore a separate 3500a form has been generated to address the other case. (B)(4).

Event description:
A (B)(6) report was received which stated that after the user deflated the cuff prior to extubation, the user experienced difficulty in removing the tube from the patient's mouth. The patient was sent to the operating theatre to remove the tube. It was later mentioned by the physician that the "cuff was still inflated despite the deflation procedure".

Manufacturer narrative:
Additional information:one used endotracheal tube of i.d 7.0 mm was received in an unsealed unit pack. Product was closely examined. Attempt to inflate the balloon with air via a luer tip syringe inserted into the valve was possible as air flow instantly into the balloon. No sign of difficulty of inflation could be detected. Deflation was also easy and normal. The sample was measured based on the current unomedical drawing and met the required specification. The product was fully functional when tested. The results of the investigation indicate that the cuff could be easily inflated and deflate when tested. The overall length of tube, cuff location, cuff resting diameter, cuff thickness, i.d, o.d and hardness of the tube met the established specification. A batch review was performed and no discrepancies were noted. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring views will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.